Event description:
Reporter alleged obtaining discrepant back to back blood glucose tests of 256, 110, 100 & 100 mg/dl when all tests were performed on the compact plus system one minute apart. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.